Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc). Surgical intervention was undertaken. The lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc). Surgical intervention was undertaken. The lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service. Additional information was received that this rv lead later exhibited unspecified high pacing impedance measurements and poor sensing. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has not been returned after multiple requests. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc). Surgical intervention was undertaken. The lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service. Additional information was received that this rv lead later exhibited unspecified high pacing impedance measurements and poor sensing. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.